Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed, there were no error codes noted during the inspection. However, the evaluators did noted that the unit was producing a cloudy image and had damaged adhesive. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. "Chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reportable failure modes could not be determined. However, the investigators think it likely that the error code and damaged adhesive failures may have been caused by damage to the image sensor from undue external stress. It is also presumed that improper reprocessing caused the foggy image noted during the evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a communication error (no image-unrestorable-error code). The intended procedure was completed. There were no reports of patient harm.